Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k161667.

Event description:
The complaint was reported by a customer from germany. Delivery issue.

Event description:
This complaint was reported by a customer from germany. A programming error which resulted in patient death was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the event was confirmed to be solely a result of a programming error. The pump functioned as designed and delivered the infusion in accordance with the programed parameters. Conclusion: the event was confirmed to be a result of a programming error. The sapphire pump design minimizes programming errors by requiring users to review and approve parameters before starting or repeating infusions, with clear on-screen displays throughout. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.